Manufacturer narrative:
D10 concomitant medical products: sigpshell, sig power sigpshell control shell (lot#n4h1815y); sigsbchgr, sig power sigsbchgr one -bay charger (sn:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, an attempt was made to use the device in a laparoscopic colon resection, but when it was removed from the charger and the shell was attached, it was noticed that a power handle error code with a red circle and a line across and a yellow caution sign of top of it was displayed. The handle was restarted three times, but the error was not resolved. A manual handle was used. There was no patient involvement. Medtronic's initial analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted an initial visual inspection of the returned handle noted no abnormalities. No abnormalities were noted during functional testing. The handle had procedures remaining. Analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reset/reprogram failures. According to this data, the handle was running v29.7 software at the time of the fpga reset/reprogram failures. It was reported that the handle had a red circle with line error. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.